Event description:
A report was received that stated the following blood sample withdrawal, the nurse was pushing on the syringe to prepare the sample when the tip of the catheter broke and sprayed blood in the nurse's face. No needlestick took place. There was no reported medical intervention.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.